Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with their implantable cardioverter defibrillator in backup vvi mode. The cause was believed to be due to a communication issue with the patient's home transmission unit or the cybersecurity software. The patient came in to the clinic and had their device restored. Patient had no consequences as a result of this event.